Event description:
Surgeon inserted two screws at an angle into the right ankle. An x-ray showed one screw thread had peeled. Surgeon did not remove the screw thread.

Manufacturer narrative:
Subject device has not been explanted. Synthes is unable to provide the MFR, PMA/510k #, and/or date of MFR without the returned device or lot #. Investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot # was provided. Without a lot#, a device history record review cannot be requested.